Manufacturer narrative:
No button response due to corroded keypad traces. Analysis was unable to test for weak battery or failed battery test alarms due to no button response. The insulin pump had cracked reservoir tube lip, case window display corners, scratched lcd window, case and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 99 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.